Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient states when she puts her hand up above her head, she gets electrocuted. The patient states this started over this past year. No further actions were taken on the call.